Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during initial drain, patient connected at the time of the alarm. The technical service representative (tsr) explained the message to the home patient (hp) and had her cycle the machine. Tsr informed the hp to start over using new supplies. Proper procedures per the user manual were reviewed with the caller. No injury or medical intervention was reported. During a follow up call with the home patient, (hp), the hp stated that they did not think to actually look for any issues with the setup to see if air got in anywhere but from what she can remember there were no issues when she checked prior to connecting for therapy. The hp said that she started over with new supplies and everything went fine after that. The hp doesn't remember if she notified her nurse. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.